Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the device was not giving accurate feed. Additional information was received stating that the issue happened during set-up and the reading was off. The device was giving more than the amount. There were no further information provided.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed. After review, it was determined that the back housing was damaged/broken on the pole clamp area. The back housing was replaced. The allegation of not giving the accurate feed was not confirmed as the device passed the accuracy test using 125ml; the delivery rate was as expected and the unit was within the tolerance specifications. During servicing, the software was updated. The following parts were also replaced during servicing: out of date battery, power connection label due to opening the unit, damaged overlay (button #4 was not working properly), front housing and badge were replaced due to the overlay replacement, worn gearbox, damaged pcb, vinyl foot cover, tyvek vent label, bump, serial number label, and hinge label were replaced due to the back housing replacement. The pump was tested and is working as intended. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.